Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) has received the sureform blue reload associated with this complaint and completed investigation. The stapler reload was found to have the knife exposed within the knife track, towards the distal end. Additionally, the stapler reload blade was found to have mechanical indentations. The stapler reload cover was removed, and the shuttle was pulled forward to allow access to the knife. A visual inspection found damage to the blade. There was no cartridge damage observed. Furthermore, the stapler reload was found to have lodged staples wedged in between the cartridge and the pusher pockets. A visual inspection confirmed there were two lodged staples. The staples were not lodged in the knife track near the blade stopping point and could not have prevented the blade from progressing through the full firing trajectory. Isi also received the sureform 60 stapler instrument for failure analysis evaluation. The instrument was found to have two firing failures based on log review which were not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using two in-house blue stapler reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Additionally, the stapler instrument was returned with a foreign metal object, possibly a blade or forceps tip of an instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: further device evaluation was completed on the sureform 60 stapler instrument (part #480460-09, lot #k12250304-0095). The initial failure analysis findings were confirmed. The instrument was returned with a foreign object. The object was not lodged within the instrument. The complaint states this object was seen stuck to the stomach after firing the blue reload. Inspection of the object confirms that it did not originate from a stapler, nor any intuitive surgical, inc. (Isi) instrument. The metal object appears to be the tip of an unknown laparoscopic instrument. The original shape of the object appears to be cylindrical, and contains mechanical keying features where it likely attached to a main tube portion of an instrument. The flattened width of the cylindrical portion of the object measured approximately 2.7 mm in size, while the length of the object measured approximately 15.2 mm in size. Based on the crushed appearance of the metal component and that it was found inside the patient upon unclamping, it is likely that the object disrupted the firing sequences of the sureform instrument during the procedure. It is possible that the object was inadvertently fired across, breaking off the tip of the non-isi instrument and causing it to produce friction during the firing. The object may have also been dragged into the I-beam assembly during the unclamping sequence after the fourth fire, preventing the object from being detected during the next reload install. The object likely contributed to the firing failures seen in the procedure logs; however, a root cause is not established.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs show a sureform 60 stapler instrument was installed on the system 6 times and fired 6 sureform 60 reloads (1 blue, followed by 5 white). On install 1, the first two clamps were successful, and the firing was completed with no pauses for compression. On install 2, the first two clamps were incomplete. The third clamp was successful, and the firing was completed with 1-2 pauses for compression. On installs 3 and 4, the first clamps were successful, and the firings were each completed with 1 pause for compression. On install 5, the first clamp was successful, and the firing was completed with 3-4 pauses for compression. On install 6, the first clamp was successful, and the firing was completed with 4-5 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler-related errors in the logs. A video review was completed, and the video showed that the sureform 60 with a blue sureform 60 reload clamped on stomach tissue. The video begins with the stapler pausing for compression. There is another pause for compression, followed by a "tissue too thick to continue" message. This is what we call a partial fire, which is a mitigation to malformed staples when the stapler detects too thick of tissue or an obstruction within the jaws. This is often an indication to the surgeon to upsize their reload to a larger staple size. When the surgeon unclamps and removes the stapler from the tissue, a warning that the blade may be exposed pops up on the armpod. Again, this is expected behavior for a partial fire. The resulting staples and bleeding from the staple line is an example of what we call "tissue pushout", where, due to an obstruction (perhaps crossing a previous staple line, as it appears in this video), the force to cut through the tissue is less than the force of the tissue being pushed out of the jaws, and tissue gets pushed along the anvil rather than held securely for staples to be placed. The staples in this video are malformed or unformed and are deposited at the distal end of the staple line. There is some bleeding coming from the area, though the video does not show any intervention taken.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, tissue was pushed and not properly cut or stapled when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The event occurred on the fifth fire and the stapler reload blade became dislodged. The target tissue was neither calcified nor exposed to chemotherapy or radiation, and there was no tissue tension, bunching, or use of buttress material. The instrument was inspected before use, and no unusual observations were noted. There were no errors or alarms, and no fragments fell into the patient. The procedure experienced a delay of less than 30 minutes, during which a backup instrument was used to create a new staple line, allowing the procedure to be completed robotically. Minimal bleeding occurred, and the patient did not experience perioperative complications, require additional surgeries, blood products, or have a prolonged hospital stay.